Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and communication issue with ui head/display 1x code 79 and 80 logged. All connections checked, problem could not be simulated. Software update performed. The device has been given to the customer and approved for clinical. Unit has passed all functional checks and safety test.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use discovered by the customer, the cardiosave intra-aortic balloon pump (iabp) reset / communication issue met ui head/display 1x code 79 and 1x code 80. After this issue the unit came during start-up with the message "iabp may require maintenance". There was no patient involvement.